Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 70 mg/dl and experienced symptoms described as "cold sweats and tremors". A capillary reading of 34 mg/dl was obtained on the built-in reader. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer called ambulance who advised her to resuscitate with 3 cubes of sugar and bread and she was additionally treated with glucagon injection by the nurse. Half an hour later, a subsequent reading of 91 mg/dl was obtained on built-in reader compared to sensor reading of 134 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 70 mg/dl and experienced symptoms described as "cold sweats and tremors". A capillary reading of 34 mg/dl was obtained on the built-in reader. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer called ambulance who advised her to resuscitate with 3 cubes of sugar and bread and she was additionally treated with glucagon injection by the nurse. Half an hour later, a subsequent reading of 91 mg/dl was obtained on built-in reader compared to sensor reading of 134 mg/dl. There was no report of death or permanent impairment associated with this event.